Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found and no was issue identified that required full analysis.

Event description:
It was reported the patient had their implantable pulse generator (ipg) system removed due to chronic or recurrent infection, bacteremia, and (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.